Event description:
Rep reported that the eds3 system broke/separated. The separation occurred at the needleless port. Although the customer informed that no leakage was verified and the system was replaced without replacing the catheter, this complaint is being reported as a conservative measure as it might be possible that leakage may have occurred. No adverse consequences to pt were verified.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.